Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that patient underwent a mastectomy on an unknown date and suture was used. Post-operatively, the suture spit and suture were removed approximately 4-6 weeks following the procedure. Scarring was noted. Additional information has been requested.